Event description:
A customer contacted beckman coulter inc., (bec), and reported that the tubing at the top of the no foam bottle is leaking. The issue is associated with unicel dxc 600i synchron access clinical system. There was no injury in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the no foam bottle assembly and the issue was resolved. As of (B)(6) 2011, no further no foam leaking complaint was filed. Hardware is the root cause for this event. (B)(4).